Event description:
During use of the turbo elite catheter a compromise in the jacket of the device was noted. The damaged area was never in the patient and another turbo elite catheter was used to complete the case without difficulty. No adverse effects were experienced by the patient and the patient was successfully treated. This report is being filed for the potential of the patient to come into contact with manufacturing materials in the event of recurrence.

Manufacturer narrative:
This follow up report is to provide an update that the product was disposed at the user facility and was unable to be evaluated. Patient's sex, age, date of birth, weight, pre-op labs and medical history have also been provided. Placeholder.

Manufacturer narrative:
(B)(4). This device has not yet been evaluated, the risk of exposure to manufacturing materials has not yet been determined since the damage to the catheter has not been confirmed. Placeholder.